Event description:
Device (sheath) went in over the wire. The dilator and wire was removed. Device went in, the anchor was deployed, and when the doctor pulled on the device, the whole thing came out with the anchor still at the end of the deployment device. The patient did fine. A new device was not used; manual pressure was held on the patient.